Manufacturer narrative:
Manufacturing location unknown, (B)(4) placed in the field. Complaint investigation in accordance with (B)(4) (designated complaint handling procedure), attachment b ¿ table 3, will not be conducted due to the information being unknown for the catalog and lot number in this complaint. However, an ongoing investigation regarding this issue is being conducted through CAPA (B)(4).

Event description:
It was reported that there were variations in lead values while using bd vacutainer® edta tubes.